Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a thrombosis. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+ with a dilated left atrium. It was noted that a thrombus like substance was observed during the deployment process of the procedure. One clip was implanted successfully and the mr was reduced to grade 1. Post procedure, a computed tomography (CT) scan showed the substance was not thrombus, but was more like a blood clot. No further treatment has been provided at this time. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Based on available information, a cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.